Manufacturer narrative:
Continuation of concomitant products: w4tr01 crt-p implanted (B)(6) 2021.

Event description:
It was reported that approximately seven weeks post replacement procedure, the patient developed a pocket infection. The cardiac re synchronization therapy pacemaker (crt-p) system was removed. No further patient complications have been reported as a result of this event.